Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six months post port implant, the port was accessed without issue. The following day, the patient presented to the emergency department with a red circle over the port chamber, fever, sweats and chills. The physician drew blood samples, but a blood culture was not obtained. The patient was provided with antibiotics and discharged from the emergency department with recommendation to follow up with the patient's regular doctor. It was further reported a few days after the hospital admission, the port was removed and replaced. The patient was in stable condition.